Manufacturer narrative:
No 23 gauge probe sample was returned for evaluation for the report of not cutting during surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. (B)(4).

Event description:
A customer reported that during setup, the vitrectomy probe would not cut. A new probe was used to proceed with surgery.

Manufacturer narrative:
One opened probe was received with a tip protector, in a pouch, for the report of could not cut. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and found non-conforming with foreign matter on the port face and on the needle. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found conforming for cut and was non-conforming for actuation and aspiration. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area and at a few other locations along the inner cutter. O-rings, spacers, spring, and diaphragm were all intact. The returned sample was found to be functionally conforming for cut testing, therefore a cut issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Unrelated to the reported event, the sample evaluation indicated that the probe had an aspiration issue. The evaluation also indicated that the probe had an actuation issue. The exact root cause for the actuation and aspiration issues cannot be determined from this evaluation. The most likely root cause is the observed foreign material in the port and on the needle. Foreign material can impede the movement of the cutter and can restrict aspiration flow through the probe. How and when the foreign material was introduced cannot be determined from this evaluation, but it is most likely surgical material introduced during the surgical use of the probe. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).